Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient didn't want the device any longer. The doctor chose to cut the leads and leave them in as he wanted to reduce the risk of infection by not opening the spinal incision. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-02-22. It was reported the patient¿s weight was (B)(6). The patient reported that her device was removed because the pain stimulation device was sticking out of her skin. Also, the patient mentioned that she was not happy with the device because it was not allowing her to undergo MRI. The leads were still in the body and were cut. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device never worked. The patient has nerve damage at t8/t9 and the device never reached that high. The patient said if she moved the wrong way the device shocked the crap out of her. The patient said the ins also had a sharp edge sticking out. The ins was removed, but the leads were cut and left in the patient. No further complications were reported.